Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the exposed defibrillation coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was oversensing and delivered inappropriate therapy. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remained in use for a time. The lead was later explanted due to medical judgment. No further patient complications have been reported as a result of this event.